Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 258 mg/dl,459 mg/dl. The customer did experienced the symptoms such as nausea,thirsty. The customer declined troubleshoot for high blood glucose. Customer was using auto mode during high blood glucose. Customer noticed the insulin was leaking out where the tubing connects to the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy and displacement test. No bolus anomaly noted during testing. Device functioning properly.(B)(4).